Manufacturer narrative:
The product involved in the report has been returned and the investigation remains in progress at this time. The device history record for lot 20122145 was reviewed and the product was produced according to product specifications. A review of UDI is in-progress. All information reasonably known as of 05 jun 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Fill volume: 201ml ml flow rate: 2 ml/hr procedure: unknown cathplace: unknown infusion start time: (B)(6) 2025 at 14:44 infusion stop time: (B)(6) 2025 at 10:55. It was reported, patient receiving 200ml 5fu over 96 hours however, it finished 1 day before scheduled to be completed. Patient had no medical intervention or injury due to incident. She also received radiation. Per additional information received on 21may2025, pump finished 24 hours earlier than expected with no remaining fluid left. The tubing was kept outside of the patients clothing. It¿s unknown if an avanos branded catheter was used with the pump.

Manufacturer narrative:
The pump was received empty. The pinch clamp is present and closed. The fill port cap is attached. There was a non-avanos adaptor on the distal luer. This was photographed and removed. There was no visible crystallization or discoloration on the filter. The tubing was intact, with no visible damage. The drug label noted fluorouracil. The pump weight received was 79.9g. The pump was refilled to reported volume of 201ml, with 0.9% saline. The pump weight filled was 276.5g. The pump was laid on a flat surface and the pinch clamp was opened. After several minutes, infusion had not occurred at the distal luer. The tubing was cut below the filter to assess for occlusion in that component. When the clamp was opened, flow occurred at the cut end of the tubing. The tubing was then reconnected with male and female luers, using cyclohexanone. The sample rehabilitation steps were performed. A syringe was used to suction and clear the glass orifice. The sample did not infuse after suctioning. The flow restrictor portion was placed inside the incubator while attached to the pump. A collection cup was placed inside the incubator in the event of infusion. After two hours of rehabilitation, still no infusion was seen at the distal luer. The flow control tubing (fct) and glass orifice were examined under magnification. Occlusion was not observed in the tubing. Dried matter was observed in the glass orifice micro-tubing. The root cause identified was manufacturing related. All information reasonably known as of 24-oct-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.